Manufacturer narrative:
(B)(4).

Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Lastly, the device was repaired by the service center, and the evaluation was completed.